Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to pain and instability. No other intra-operative findings were reported to the rep. The patient's shell, screw, poly liner and ceramic head were revised to a tritanium revision shell with screws, an mdm liner construct, and a 28 +4 head. Rep can provide some pictures, and otherwise confirmed that no further information will be released by the hospital or surgeon.